Manufacturer narrative:
Device issue inomax dsir# (B)(4). (B)(4). The device investigation was completed on 02-dec-2014. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service ctr (rsc) reviewed the service log and confirmed the reported complaint. Secondary findings unrelated to the complaint: the regional service ctr (rsc) experienced a failed no sensor alarm. According to service log download, the rsc investigation experienced delivery failure (df) alarms due to monitored no > 100ppm. Further log review reveals the dfs were preceded by a failed low no calibration that returned low point counts (1320) greater than the maximum allowed 655 counts. The no sensor alarm was cleared with calibration, but the cell was replaced as a precaution. Following replacement of the no cell, a full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event. (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2014, a respiratory therapist (rt) in the united states spoke with ikaria technical services regarding a failed no2 sensor with inomax dsir# (B)(4). The device was not in use on a patient at the time of the device issue. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Investigation results were received on 02-dec-2014. Case comment: on (B)(6) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event. (Refer to MDR#: 3004531588-2013-00022).